Manufacturer narrative:
The insulin pump was received with unexpected blank display during number count up due to cold solder joint on lcd connector. Analysis was unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to blank display. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 511 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they were off the insulin pump at the time of hospitalization. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.